Event description:
It was reported that a hole was observed in the tubing of a flo-gard IV solution administration set. This occurred during priming with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the tube had a cut along the tubing. This confirmed the reported problem. The cause was determined to be caused by a manufacturing issue. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.